Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported in november 2022 that in (B)(6) 2018, the patient underwent a right knee replacement surgery and was implanted with an exactech device. In (B)(6) 2020, a bone scan revealed mild to moderate activity identified on both sides of the prosthesis. The patient was diagnosed with right knee pain, unspecified chronicity. Thus, due to worsening pain, instability, swelling, lost ability to exercise, and disruption in activities of daily living, the patient underwent a right knee replacement revision surgery in (B)(6) 2020 at to remove the implanted device. During the revision surgery, the patient's orthopedic surgeon noted ¿laxity in flexion¿ and ¿flexion instability¿. Further reported, the patient suffered a pulmonary embolus after her revision surgery, was subjected to an extended hospital stay, and was administered coumadin for 6 months post-surgery with frequent blood draws. The patient also had to have extended physical therapy for months after her revision surgery. It was further reported in (B)(6) 2023, patient experienced failed right tka secondary to aseptic loosening of the femoral component and flexion instability. The surgeon's report also states ¿there was no significant synovitis or signs of infection. ¿ [the patella] was well fixed and in good position and without polyethylene wear. ¿ I then used the disimpactor in order to hit the femoral component and this came off without any difficulty, leaving the entire cement mantle behind. ¿ inspection of the femoral component revealed no cement attached to it.¿ no device return is expected and no other information is available.

Manufacturer narrative:
(D10) concomitant devices: 02-022-35-3509 - truliant tib imp ps insert sz 3.5 9mm: (B)(6). 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t: (B)(6). 200-07-32 - advanced patella 32mm 3 peg implant: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.